Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator had a noisy power supply. The patient was transferred to another ventilator and there was no harm to the patient. A technical support engineer (tse) troubleshot the issue with the customer and the customer was to replace the power supply. It was later reported that replacing the power supply resolved the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.